Event description:
The customer stated that pt is receiving errors all of the time with this meter. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.